Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. The customer has accidentally stuck himself several times due to the protruding lancet. No treatment was needed, and no adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.